Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the proximal conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, there was no pace signal after connecting with ipg. Also the impedance was higher than 9999 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.